Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was evaluated and was found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable not fully broken. The frayed cable strands stuck out at the wrist. The was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument was noted to have broken cables. There was no report of patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.